Event description:
Pt had removal and replacement of breast implants in 2004. On post-op visit, pt found to have pain, swelling rt breast. The next mo brought to operating room, rt silicone implant removed, culture taken, 40cc of serous fluid evacuated from breast pocket. Replaced with silicone breast implant. As of this report, no results from culture.